Event description:
It was reported that the customer experienced a bent sensor cannula and high blood glucose levels and was subsequently hospitalized. Troubleshooting was done for the bent sensor cannula. The customer stated that she was hospitalized on (B)(4) 2015 due to high blood glucose of 950 mg/dl. The customer was treated, and the hospital released her. The customer was hospitalized again on (B)(4) 2015 with a blood glucose of 1200 mg/dl. The customer was not wearing the insulin pump at the time of the second hospitalization. The customer had found a bent cannula on the infusion set the week prior to this event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.